Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported, right side "bb type bumps felt on breasts". And bilateral exchange from textured implants, due to concern with the product. Patient also reported, fatigue and kidney problems. These events are not device related. Patient reported pain, hardness and fluid. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported painful capsular contracture, baker grade unknown.